Manufacturer narrative:
One device was received for evaluation for the complaint that the pump has a leakage. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found no physical damage was found on the pump. The complaint could not duplicate the customer's reported issue. The pump was found to be operating properly and passed all tests. However, the dso sensor is being replaced as a precautionary measure for safety reasons. The device has been submitted for functional and accuracy testing and to confirm resolution of the reported issue.

Event description:
It was stated that the error message lec 65280 appears. The event occurred during a functional test at the customer workshop and there was no patient involvement.